Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the pt was hospitalized for the event. On an unreported date, the pt was treated with imipenem injection (500 mg twice a day), ip for peritonitis. Outcome of the peritonitis event was unknown. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was fully recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.